Manufacturer narrative:
Correction h10: upon further review, it was clarified that the reported condition of leak was observed at the top of the patient line of the extension set due to an overprime. No leak was observed between the connection of the home choice cassette patient line and the extension set patient line. There was no allegation against the homechoice cassette in this event as previously reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: lot h22f02026 was reported which is not a baxter valid lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked. This was observed during priming of the device for peritoneal dialysis therapy, while connected to an extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.